Event description:
It was reported that the lead was removed due to infection. The patient was put on antibiotics for the infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.